Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient received multiple inappropriate therapies. The patient was in chronic af and had run out of medicine that controlled his response to the af. Recommended device reprogramming was performed.

Event description:
It was reported that a patient had a patient notification for nonsustained lead noise due to variation in the sensing on the far-field channel. Programming changes were recommended.